Event description:
It was reported that a detached or missing sensor wire occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2025, upon sensor removal, patient discovered that the sensor wire was no longer attached to the patch and remained embedded in her arm. At the time, there were no symptoms experienced but patient was concerned upon noticing the retained wire. On the same date, the patient sought medical care at an urgent care clinic, where an attempt was made to remove the retained wire. A local anesthetic injection was administered to numb the area prior to making a small incision. The provider created a small incision and attempted removal using instruments and magnification. An x-ray confirmed the presence of the wire in the arm, but removal was unsuccessful. The patient was advised to seek further evaluation. The patient went to the emergency department (ed), where additional imaging was performed. The retained wire was not removed, and no antibiotics were prescribed. The patient was referred for follow up evaluation with a surgeon. The wound created during the removal attempt was left open, and the patient managed wound care at home. The area healed over approximately 3.5 to 4 weeks, with no reported infection. There was no prescription for any type of oral prescription medication reported. At the time of report, the patient¿s condition was doing fine. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). B5 describe event or problem - correction to the following statement in the initial MDR, "the wearable was inserted into the arm on (B)(6) 2026".

Event description:
The wearable was inserted into the arm on (B)(6) 2025.